Manufacturer narrative:
(B)(4). Investigation summary: we were unable to verify the defect described by the customer. We identified a different defect and repaired it using the measures listed in the "proof of repair". Ventilator assembly defective: replaced / electrical safety test completed / accessories checked / hipot test completed / by built-in-test (bite) indicated fault codes analysed / functional test acc. To test procedure completed / upgrade of ees-generator g11 "software" performed / earth connection loose - the fixing nut for earth ground wire has been tightened / the plug for connecting of the handpiece is defective - renewed / harmonic device connector "hga" is defective - renewed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that the surgeons in urology department recognized the generator does not work as normally as it used to. More often during the procedure makes rebooting/refreshing and ask to attach the device and activate it again, like at the beginning. No patient consequence.